Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via right femoral artery. The 55% stenosed, 19x8mm, eccentric, de novo target lesion was located in non-tortuous and non-calcified subclavian artery. Predilation was performed with a balloon. A 10x40x120 epic¿ stent was advanced to treat the lesion. However, the nose cone at the distal most end of the shaft broke while pushing the system into the sheath. The distal end of the stent got exposed in the sheath and the system got stuck in the femoral sheath. The devices were removed as a unit and the procedure was completed with a different device. No patient complications reported